Event description:
Patient stated when she used the reservoir the first time, it worked like it should and is good. When she used it the second time, she got a red raised up rash with drainage and needed to put antibiotic cream on it.